Event description:
Ous MDR - after an implant duration of 50 months that his right atrial lead exhibited out of range pacing impedance measurements (>2000 ohms) for the last five months. The ra lead was also found to be oversensing noise thus inhibiting pacing in the atrium, however there were no reports of any pauses or asystole. It is suspected that the ra lead has fractured. The device (crt-d) was reprogrammed. The ra lead continues to remain in service.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.